Manufacturer narrative:
(B)(4). The device was received for evaluation. The lot number of the device was unknown; therefore, a batch review could not be completed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak near the twist clamp of the minicap transfer set during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was returned to baxter healthcare for evaluation. A visual inspection was performed and found that the patient adapter was damaged and excess solvent. Leak, clear passage, and clamp functional testing was performed. The functional tests were performed with no issues noted. The reported problem of leak could not be verified and the assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.